Event description:
It was reported that a 63-year-old female patient underwent a breast augmentation surgery with implantation of an undisclosed mentor smooth saline breast implant prosthesis. Post-operatively, the patient was diagnosed with bilaterally deflated breast implants using mammogram imaging. As a result, the patient underwent bilateral removal and replacement with 300cc mentor smooth round moderate plus profile saline breast implants on (B)(6) 2023. The date of implantation was provided to mentor as a best estimate. Follow-ups are being conducted. If more information becomes available, mentor will submit a supplemental report accordingly. This report is for the right breast prosthesis. Refer to manufacturing report number 1645337-2023-08044 for the contralateral event.

Manufacturer narrative:
The product was returned to mentor for evaluation. The following device evaluation is for device b. Mentor conducted visual inspection of the device. Visual analysis of the returned sample revealed that the saline implants smooth breast implant had a crease/fold on the anterior view extending to the posterior view. In addition, a tear was noted on the anterior view extending to the posterior view within the crease measuring approximately 2.8 cm. The evaluation determined that the possible cause of the rupture was consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).